Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to applied trocars, and had no problem. Surgery was prolonged 30 minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient; patient is stable.

Manufacturer narrative:
(B)(4) : information was not provided by the affiliate. (B)(6).